Manufacturer narrative:
H3:analysis for product ID: nim4cm01, the requested condition was observed during the incoming inspection. The version was upgraded. After a 24-hour aging test, a final operation check was performed and it was observed that there were no abnormalities. A seal for completion of repairs and inspections was attached. H6: previously submitted fdr code c20 is no longer applicable for product ID nim4cm01 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: fdc code has been updated. Previously submitted code d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received and was updated. H6: previously submitted code fdm b17 and fdr c20 is no longer applicable for product ID nim4cpb1, s/n (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that a muting probe used for muting the loud sounds. Issue was resolved after turning the power on and off for a while.

Event description:
It was reported that during subauricular tumorectomy procedure an error message that outside the calibration/measurement range was displayed and a loud alarm sounded. It was thought to be an error when using electrocautery in ver1.5.4, but this error occurred several times when the electrocautery was not used. The procedure was completed with backup product(s). There was no patient impact .

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/226790054, UDI#: (B)(4). H4: manufacturing date for product ID: nim4cpb1, serial#: (B)(6) is 2023-06-15. Additional code img g02005 is applicable for product ID: nim4cpb1, serial #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.